Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally a cartridge change error occurred. Customer's blood glucose (bg) level was 150mg/dl. Although requested, the customer declined to provide additional information and declined troubleshooting with tandem technical support.